Manufacturer narrative:
The device was explanted (date not reported). The distributor indicated did not receive information from the patient or the surgeon. Due diligence performed. Despite attempts to retrieve this device, the device has not yet be returned. Should the device be returned at a later date, this record will be re-opened and a device analysis will be performed. This report is filed on august 27, 2019.

Manufacturer narrative:
This report is submitted on july 22, 2019.

Event description:
Per the clinic, the patient experienced a wound infection and an extrusion of the implant whereby the patient was hospitalised and a skin graft was applied to the extruded area. The implant remains in-situ.